Event description:
The physician was attempting to use a 6f taiga guide catheter during an emergency catheterization case to treat a moderately calcified lesion in a severely tortuous and totally occluded (100%) rca. An ulnar approach was used. The device was removed from packaging per IFU with no issue. It is unknown if the device was inspected prior to use. No resistance was encountered when advancing the device. Excessive force was not used. Following pci with ballooning and stenting, during the final angiography, it is reported that the physician noticed that the taiga d evice could possibly be torn, and thus retracted the device carefully. However, the device was caught on the 6f non-mdt sheath and the distal tip was torn apart completely; and as a result, the detached part remained inside the patient¿s body. The taiga was not torqued excessively. No adverse effects on the patient and no intervention such as surgical treatment has been provided to date. No patient injury reported.

Manufacturer narrative:
Image review: the cine images show the tip is still attached at the balloon/stent delivery to the proximal rca. The rca is a totally occluded vessel with heavy calcification and the first image appears to have a microcatheter to the mid-point of the rca. Image review: photos of device match return condition of returned device. Evaluation summary: as received the catheter is kinked in two locations, 28mm and 39cm from the strain relief. The distal white soft tip is missing from the distal end of the catheter. 1cm on the inside of the primary curve shows damage in the form of scratches or drag marks across the outer jacket exposing braid surface. Frayed outer jacket material is visible on the inside of the curve. There are scratches in a distal direction visible on the tip sleeve indicating drag force. The tip is torn away at the distal end of the sleeve. Approx 2mm of the white soft tip material is missing and not returned. The tip material at the separation is jagged. Evaluation summary: sem results: the catheter did not exhibit any discoloration, splits or embrittlement on the soft tip which would have otherwise indicated the possibility of decomposition. When the soft tip material was gently prodded with tweezers the material was easily flexed and recovered. There was evidence of significant scuffing with braid exposure in the light blue segment area on the inside radius of the curved section. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The tip of the taiga did not come into contact with the stent during deployment. The fragment of the taiga was confirmed to have remained in the brachial artery, and the condition of the patient will continue to be monitored.